Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue but verified autofill failure code #37 in the log files. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. It was noted that the iabp unit was being used off-label on a patient with axillary insertion for 10 days. The iabp unit had been taken out of service and swapped out with a second cardiosav e iabp which also generated the autofill failure. A getinge emergency support consultant discussed with the customer that the most likely scenario was the catheter being the cause and an obstruction being the probable issue. The customer stated that they would more than likely remove the intra-aortic balloon (iab) from the patient. The customer has acknowledged that this could have been due to user error and had requested the iabp unit be evaluated before it is returned to service. There was no patient harm and no adverse event was reported.